Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, yellow particles on the surface of the shell, crease fold. Leak test was performed and found two openings on anterior. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: two sharp openings on anterior assessed as unidentified (tear) opening." The event of "[baker] grade 4 capsules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side deflation and "[baker] grade 4 capsules." Device has been explanted.

Event description:
Device has been explanted.